Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from results obtained of 275, 301, 256, 277 and 268 mg/dl. The customer¿s expected am fasting blood glucose test result is <120 mg/dl and expected 2 hour post meal blood glucose test result is <160 mg/dl. The customer feels well and did not report any symptoms. Customer advised that on (B)(6) 2023, she was feeling fatigued, and her friend came over and she was passed out on the table. Customer advised that her friend took her blood sugar with the true metrix air meter and the meter read 30 mg/dl (unknown if fasting/non-fasting). Customer's friend called the ambulance; customer was started on an IV and her blood glucose went up to 45 mg/dl (unknown if fasting/non-fasting). Customer was taken to the hospital; the diagnosis was low blood sugar. Customer spent 2 days in the hospital and was released on (B)(6) 2023 and was instructed to follow up with her pcp. During the call, a blood test was performed by the customer fasting and produced test result of 266 mg/dl using true metrix air meter. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is (B)(6) 2023 and open vial date is one week prior to call. The meter memory was reviewed for previous test result history: result 1: 275 mg/dl date: (B)(6) 2023 time: 1:30 am 2 hrs. After meal; result 2: 301 mg/dl date: (B)(6) 2023 time: 1:29 pm 2 hrs. After meal; result 3: 256 mg/dl date: (B)(6) 203 time: 1:28 pm 2 hrs. After meal; result 4: 277 mg/dl date: (B)(6) 2023 time: 10:00 am fasting; result 5: 268 mg/dl date: (B)(6) 2023 time: 10:00 am fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted based on the customer seeking medical attention due to symptoms. Meter and test strips were returned - reported defect not reproduced on returned meter and strips. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in a follow-up call on 11-apr-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Manufacturer narrative:
Sections with additional information as of 18-may-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications.